Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had not charged the ipg for two months and as a result, the ipg is inoperable. The ipg would not communicate with external devices. Subsequently, surgical intervention may occur.